Manufacturer narrative:
(B)(4). Procode: phx. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor fractured into two pieces while impacting the final implant into the glenosphere. Backup impactor was readily available and there was no delay in surgery. Impactor fractured cleanly into 2 pieces and both were retrieved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified item and lot number. Inspection found strike marks on the strike plate and found light damages such as nicks and scratches along the handle and shaft. Inspection also confirms the poly piece has fractured and all the pieces were returned. Device was submitted for further analysis. The returned device was reviewed with visual examination and optical microscopy using a keyence vhx-1000 digital microscope. Overall view of the returned device is shown. The fracture surfaces are shown. The fracture likely initiated at the distal-most thread interface with fracture surface artifacts of hackle marks and river lines suggesting the bending overload failure mode. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.